Manufacturer narrative:
Based on the results of the investigation, it is likely the following led to the malfunction: image noise is observed due to a circuit board failure inside the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited image noise. There was no patient involvement.